Event description:
A failure code 702 on this colleague infusion device. Although attempts were made by baxter to obtain additional info from the reporting facility. No record of any pt incident involving the pump.